Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly noted. However, the unit was stuck on the bolus screen with 0.0u showing on the display due to software error (2.3a). Also received with cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.